Event description:
Procedure type: lobectomy. According to the reporter: when the device was placed and fired on tissue the jaws would not release. Doctor had to cut the sulu to remove from the patient cavity. Once the tissue was removed the doctor used a kelly clamp to open the jaws and remove. Doctor was able to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).